Event description:
In february, the reporting facility provided add'l clinical info. The reporting facility reported a catheter -(1104bt) malfunction. The device did not function properly shortly after pt transfer from the operating room. No revision required. No pt injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.